Event description:
The customer reported that the therapy cable failed during opcheck. This was found in testing only, there was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the therapy cable failed during opcheck. This was found in testing only, there was no patient involvement. The customer was provided with information to resolve the issue. The device was not evaluated by philips. We cannot determine the cause from the available information. We will consider this a malfunction based on the customer's reported symptom only.